Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product no longer available for return

Event description:
Caller reports the lancet protrudes beyond the opening of the safe-t-pro device. An accidental fingerstick occurred, but it is unknown if treatment was given. The user received post exposure monitoring. The product was discarded; therefore, no product could be requested to be returned for product evaluation.